Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small air bubble in the tubing that would not move when the tubing was primed. The user's blood glucose level was between 162 mg/dl and around 200 mg/dl. The user would change the tubing.